Event description:
It was reported to st jude medical that during follow-up, an extended charge time was observed. The unloaded battery voltage was within a normal range. The decision was made to explant the device. Device eval will not be performed as the subject device was given to the pt.